Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2013 22:12:52. During night drain cycle five, the patient's ultrafiltration reading was 1374ml, indicating the home patient (hp) drained 1374ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.